Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 694765 lead (B)(6) 2010; 419688 lead (B)(6) 2012.

Event description:
It was reported that the patient developed a (B)(6) infection and became septic. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.